Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with dizziness and presyncope. Post-paced t wave oversensing was suspected. Programming changes were made. It was also noted that in (B)(6) 2013 t-wave oversensing was observed and programming changes were made at that time.